Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that when the coil was inserted into an angiographic catheter, the implant unintentionally detached in the catheter. The coil was then withdrawn along with the angiographic catheter and removed from the patient. The coil was replaced with another coil, and the procedure was completed successfully. There was no reported patient harm.